Event description:
Customer reported the system is displaying an iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired an intermittent connection in the collimator. System operates as intended.